Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during procedure when doctor tried to screw the rv lead into rv apex , the parameters were not satisfactory. The physician changed the position and screw the lead into septum but still did not get good parameters. It was also noted that the lead screw came out from the lead itself. The rv lead was removed. The patient was stable.

Manufacturer narrative:
Analysis found internal shorts between conductors due to the inner coil damaged as received. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found over torque of the inner coil consistent with procedural damage. The cause of the reported event was isolated to the over torque of the inner coil causing shorting between inner/outer conductor paths. The damage found was sustained during the surgical procedure. The lead was otherwise normal.